Manufacturer narrative:
The device was serviced on-site by a field service technician. Visual inspection, functional testing, and a review of the alarm log were performed. The f-38 alarm was identified during functional testing and the review of the alarm log. The cause of the condition was determined to be the force sensing resistors (fsrs) were out of specification. The device was removed from service. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During product service by a service technician, a flo-gard infusion pump presented an f-38 alarm (malfunction in tube misloading detection circuitry). No additional information is available.